Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was beeping rapidly even when the cautery device was not activated. The hemopro 2 cautery had no power/energy to the jaws. The issue occurred before the device contacted the patient. They replaced the vh-4000, and that corrected the problem. The user completed the procedure without incident. There was no patient injury.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was beeping rapidly even when the cautery device was not activated. The hemopro 2 cautery had no power/energy to the jaws. The issue occurred before the device contacted the patient. They replaced the vh-4000, and that corrected the problem. The user completed the procedure without incident. There was no patient injury.

Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.